Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited oversensing, pacing inhibition with more than 2 seconds asystole, and high pacing threshold measurements. The lead was subsequently explanted and replaced. The device was electively replaced due to normal battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.